Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. On 8/12/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation and initial visual inspection found the device in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had a small pre-existing effusion. During the case, while ablating, there was an impedance rise and the physician felt a steam pop. The impedance cut-off was not exceeded, the user stopped the ablation using the ¿stop¿ button. It was then observed by intracardiac ultrasound that the patient developed pericardial effusion. Pericardiocentesis was performed to drain approximately 1540cc of fluid from the pericardial space. Patient condition improved. The patient was transferred to the cardiac care unit (ccu) for observation. It is unknown if extended hospitalization was required as a result of the adverse event. The physician stated that despite the patient had a pre-existing effusion, he felt that the steam pop was responsible for the worsening of the effusion. Transseptal puncture was performed during the case with an unknown needle. Standard flow settings were used. The force visualization features used included dashboard, vector and visitag. Standard surpoint stability settings were used with the visitag module; range 3mm, time 5 seconds and force over time of 3g for 25%. Tag index value for surpoint was used prospectively as color option. A smartablate generator was used with standard stsf settings. The ablation was applied at 29 watts for 30 seconds. The noted impedance was 108 ohms and temperature was 28 degrees. The customer¿s reported impedance rise is considered not MDR reportable since the impedance rise did not exceed the impedance cut off value.